Event description:
The white portion of the drain was extremely friable and fractured on attempted removal.

Manufacturer narrative:
According to the chapter, the broken surface of drain looks, we make the conclusion that the drain was initially damaged by some sharp object, apparently during inserting, and broken during removal. The broken surface is very dentate; such profile is typical for breaks after initial damage. No need of any corrective or preventing action.